Event description:
"It was reported that after a post-operative radiographic control, the surgeon noticed that the connector on the left side was detached from the screw and the rod. The patient suffered from spondylolisthesis of 2nd degree and was treated with 2 reduction screws in l5 and 2 osteogrip screws in s1 with a cage implanted from the right side. When the surgeon opened (performed the surgery) he replaced the connector and the setscrew on the screw in l5 because the old one was detached from the construct." No further details are known at this time.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The observations made on the returned implants are not able to identify the origin of the connector slippage. Symmetrical contacts are noted on the connector and deformation of the lock-screw tip suspecting proper tightening. The slippage of the connector is suspected on the immediate post-op x-rays. The patient posture change following the initial surgery may have contributed to the slippage.